Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) cleaned the analyzer's analytical module, and performed the necessary alignments for the incubator belt. The fse performed a routine system check and quality control assessment which both yielded results were within the expected ranges. The fse also performed a twenty replicate accutni precision test which passed within the assay's expected precision claims. After the completion of the necessary and verified repairs, the instrument was returned back into operation. A pre-analytical factor (sample clot) is the likely contributing cause of the erroneous result for this event. Associated mdrs: 2122870-2012-00086, 2122870-2012-00087.

Event description:
The customer reported that higher than expected cardiac troponin (accutni) results, above the acute myocardial infarction (ami) threshold, were generated from an access 2 immunoassay system for two patients on two different days. This is report two of two and represents the higher than expected cardiac troponin (accutni) result, above the acute myocardial infarction (ami) threshold, generated on (B)(6) 2011. Beckman coulter inc. Assessment of customer supplied data indicated that the initial accutni result was above the ami threshold. The sample was retested on the same instrument which yielded a lower result, within the normal reference range of the assay, which was considered valid. The original result was reported outside of the laboratory and the patient was sent to the heart catheterization lab for additional testing due to the falsely elevated accutni result. While it is unknown exactly what procedure(s) was executed in the catheterization laboratory, patient treatment is assumed for the purpose of this report. The sample was collected in a serum tube with a gel separator and centrifuged prior to testing. The sample was inspected prior to re-analysis and a clot was found. Beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that a system check performed after the event had passed within instrument specifications. Instrument assay quality control results generated during the timeframe of the event met customer established specifications. No other patient assay results provided by the customer were questioned as part of this event.